Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not sending message to meditech. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device interface had downtime. A technical support specialist (tss) stated that the pyxis external communication service was not running and did not start correctly following a server reboot. The tss spoke with the customer and confirmed that new patients and orders were crossing over after the service was started, resolving the issue. The tss also advised that if a station or server displays a communication notice, the knowledge article (ka) how to - initial troubleshooting questions for station not communicating/all drawers failed should be followed to resolve communication issues. The customer confirmed that the device was running as expected. The system functioned as intended after the technical support specialist investigated the device.